Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same consumer involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by non-healthcare professional on behalf of consumer stating that the consumer experienced discomfort after wearing contact lenses in the eye which continued to be worsened thereafter. She went to the hospital to see ophthalmologist and was diagnosed with severe erosion. However, they did not identify the exact cause for the condition. The consumer was prescribed with several unspecified antibiotics. There was no effect after taking the medication. The current status of consumer¿s condition is symptoms continuing. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A review of production information, complaint history, periodic trend review was performed and did not reveal any potential contributing factors to the complaint the root cause could not be determined. The manufacturer internal reference number is: (B)(4).